Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with the pusher assembly and had offset coil winds along its length. Unknown substances were observed inside the introducer sheath. The introducer sheath was kinked approximately 9.0 cm from its distal tip. Conclusions: evaluation of the returned smart coil revealed unknown substances inside the introducer sheath and offset coil winds throughout the embolization coil. If the unknown substances are inside the introducer sheath, resistance may be encountered while advancing the smart coil through the introducer sheath. Forceful advancement of the device against this resistance likely contributed to the offset coil winds on the embolization coil. During functional testing, the smart coil was unable to be advanced through the introducer sheath due to the unknown substances. The unknown substances were unable to be removed from the introducer sheath; therefore, the smart coil was retracted from its introducer sheath and re-sheathed with a demonstration introducer sheath. Then the smart coil was able to advance through the demonstration introducer sheath and a demonstration microcatheter with resistance due to the offset coil winds on the embolization coil. Further investigation of the device revealed a kink on the introducer sheath. This damage was likely incidental to the complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the right venous sinus using penumbra smart coils (smart coil) and non-penumbra microcatheter. During the procedure, the physician placed a smart coil in the target vessel using the microcatheter. While attempting to advance another smart coil, the physician experienced resistance at the hub of the microcatheter. After making several attempts, the physician decided to remove the smart coil. The procedure was completed using a new smart coil, other coils, and the same microcatheter. There was no report of an adverse effect to the patient.